Event description:
An attempt was made to use a mo ma ultra cerebral protection device. However, it was reported that the balloon ruptured upon inflation. No clinical sequelae were reported. Evaluation summary: the balloon was inspected and a rupture (3.6 mm) was detected on the surface.

Manufacturer narrative:
Event date: year only valid. Results: based on the limited information available, no root cause can be determined. (B)(4).